Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime at 4 lbs during priming test due to faulty force sensor resistor. The motor passed the motor test. The occlusion test was unable to be performed due to motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (b)(6 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call high blood glucose levels and motor error alarm on the insulin pump. Customer's blood glucose reading was 558 mg/dl. Customer treated their high blood glucose with an insulin pen. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the motor error alarm occurred at random. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.